Manufacturer narrative:
The analysis of the provided data showed the following: - the clotting time was borderline short, which often leads to fibrin interference with the analyzer's electrode. - a low number of inversions were performed. Verification tests were successful. The investigation did not identify a product problem. The event was consistent with a preanalytic issue (short clotting time and low number of inversions) at the customer site.

Event description:
We received an allegation of questionable sodium electrode and potassium electrode results for 1 patient sample tested on a cobas integra 400 plus analyzer. Sodium: initial result: 122.5 mmol/l. The customer questioned the initial result and repeated the sample on a cobas c 502 analyzer. No questionable result was reported outside the laboratory. Repeat result: 135.00 nmol/l. The repeat result was considered to be correct. Potassium: initial result: 4.02 mmol/l. Repeat result: 4.46 mmol/l.

Manufacturer narrative:
The sodium electrode and the potassium electrode lot numbers and expiration dates were not provided. The qc was acceptable. The field service engineer replaced the sodium electrode. He also checked all ise modules and found them within specifications. The investigation is ongoing.